Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported stent fracture however the additional treatment appears to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid left anterior descending artery. No resistance was felt during advancement of the 3.0 x 33 mm xience prime stent delivery system to the lesion. During deployment of the stent, stent boost imaging revealed a stent strut fracture. The stent implant was confirmed not to be in two pieces. Post-dilatation was performed on high pressure for one minute. The patient was stable and is now discharged and doing well. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.